Event description:
The customer reported a ventilator experienced an electronic safety test failure during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer reported that the rse suggested that there might not be an adequate connection. The customer then removed the top cover and test ground point from ground to block. As a result, the ohm tested passed and is considered to be fully operational. The ventilator has returned to service and no other anomalies were reported.